Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump unexpectedly shut off. The pump was connected to a power source and was able to be turned on. In addition, a malfunction alarm occurred and the pump stopped all insulin delivery. The customer's blood glucose (bg) level was impacted (400 mg/dl). Customer stated a manual injection would be administered to address bg level. It was indicated that the customer would use manual injections as alternate insulin therapy until the replacement pump was received.